Event description:
It was reported that "the catheter would not advance. When the needle was removed, it was bent. A second kit was opened, but the needle was very flexible and bent easily. The needles are less rigid than before and we don't have the same sensation when inserting them. No major consequences. Apart from being pricked three times." Associated complaints 3006425876-2026-00321, and 3006425876-2026-00355.

Manufacturer narrative:
(B)(4).